Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No delivery alarm or occlusion - unknown timing not confirmed. Possible under delivery anomaly not confirmed. Device test failed not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose was unknown. It was stated that they had high blood glucose despite catheter and bolus correction replacement and high blood glucose occurred again without alarm from the insulin pump. When they performed the auto test the insulin pump blocked alarming to change battery while they had already done it. The insulin pump will be returned for analysis.